Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was broken and component failure of the distal end of the video telescope. Based on the results of the investigation, and since the initially reported malfunction was not reproduced, a root cause could not be identified. The broken light guide bundle was caused by a component of the distal end of the video telescope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid videoscope had image inverted. The issue was identified in the middle of an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported that the rigid videoscope had image inverted. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.